Event description:
Diasorin molecular llc received a complaint alleging false positive results on an unknown number of patient samples with the simplexa covid-19 direct assay, but were confirmed negative when repeated on an unknown competitor assay. The customer confirmed no alleged harm occurred. Patient health information and sample collection method was not provided.

Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on an unknown number of patient samples with the simplexa covid-19 direct assay, but were confirmed negative when repeated on an unknown competitor assay. The customer also stated that 3 of their no-template controls (ntc) were coming up positive as well. As of 3/10/22 no run files have been provided for analysis and the customer has decided not to provide any further information other than the assay lot number. It was also determined the customer was using an unapproved transport media, but did not indicate the specific transport media type. It is not known if the transport media caused the false positive issues. The customer's device and suspected false positive samples were not provided for investigation. Batch record review showed the critical component, reaction mix mol4151 lot# us13317 met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on 10/02/21 with 14 ntc replicates with zero (0) occurrences of false positive in either the s gene or orf1ab targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. It is not possible to determine a definitive root cause at this time. This is the 2nd complaint on mol4150 lot# us13313 for suspected false positives.